Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and reported failure was confirmed. The instrument was found to have on blade broken at the midpoint. A piece approximately 0.077" x 0.424" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. Additionally, the instrument was found to have teflon pad damage. Visual inspections showed that the teflon pad appeared to be slightly lifting. No pieces were found missing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for return of the harmonic ace instrument for failure analysis evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the lower jaw of a harmonic ace instrument broke off and fell inside the patient¿s anatomy. The fragments were retrieved during the same surgical procedure. The procedure was completed robotically.